Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced high blood glucose. Blood glucose level at the time of the incident was 468 mg/dl. Customer stated one of the pieces of insulin pump that holds the battery has broke. Customer stated that the metal piece of battery cap fell off but the insulin pump itself was fine. Auto mode feature information was unknown. The insulin pump will not be returned for analysis.